Event description:
Reporter indicated that a patient had increased seizures following vns generator replacement surgery on (B)(6) 2013. The patient was admitted to the hospital ICU for his seizures. The vns was turned on at implant. Attempts for additional information have been unsuccessful to date.